Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced age-related cataracts. In a separate visit the lens was explanted. The problem was reported to be resolved. Cause of the event reported as a patient related factor.

Manufacturer narrative:
Cataract is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Manufacturer narrative:
Additional information:d4-primary unique device identifier (UDI) # (B)(4).claim#(B)(4).